Event description:
I got lasik in (B)(6) 2016. I was able to see right away. However, as time has gone on my night vision has deteriorated drastically. I see halos on all lights and lit objects. It has made night driving very challenging. It has definitely affected my life in a negative way. At my one year f/u exam, I explained the problem and the doctor (who is in the same office, but not the doctor who performed the surgery) told me that my vision is 20/20 so there is nothing they can do. He said that my pupils are larger than normal so that may be the reason why I have the halo problem. He recommended I turn the dome light on in my car while driving to see if that helps. Although I thought it was a horrible idea and solution, I did try it. No surprise, it did not help at all. I am now reading that people with larger than normal pupils are not good candidates for lasik. Surely they would have measured my pupils beforehand. Why was this not taken into consideration before the surgery? I also have floaters constantly and dry eye constantly. Although I love the freedom of not wearing glasses anymore, I also question whether or not lasik was the right thing to do. One year f/u exam on (B)(6) 2017. This was the first mention of large pupils to me.